Manufacturer narrative:
Evaluation summary: method: the electronic history file from the actual device was evaluated. The unit was placed in service on december 13, 2005 and was functioning properly, successfully performing self-tests but reporting "pads missing", flashing its red asi and chirping from december 14, 2005 until january 22, 2013. From january 22, 2013 until the reported event on (B)(6) 2014 the AED was not able to perform any self-test as the user did not maintain the AED per the manufacturer's recommendations, specifically, the 9 volt battery which powers the self-test and status indicator was not replaced after being depleted. On (B)(4) 2014, the AED was deployed for a rescue attempt where the AED was connected to a patient and powered on. The AED recorded a few seconds of the patient ECG, before powering off due to a transient self test error. This type of condition is detectable by the unit's self-test if the AED is maintained per the manufacturer's recommendations. The AED was then powered on normally less than 2 minutes later without any errors and was fully operational but reported "pads missing" as it is presumed that the user disconnected the pads. Although requested, to date, neither the unit, battery pack or pads associated with this complaint have been rec'd and no other conclusions can be made at this time. Based on the outcome of the investigation, should add'l info become available, a f/u report will be submitted.

Event description:
In (B)(4) 2014, it was reported by a fire department that they were called to rescue where a victim's wife woke up and found the victim unresponsive in bed. It was not known how long the victim had been down as his wife reported that she was sleeping, but that it seemed to be for some time. The fire department and emt responders reported that they hooked up the AED, powered it on and the AED reported service code 305 then powered off. They also reported that the patient was asystole at time of arrival and was not resuscitated.